Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's spouse that they were told the implantable pulse generator (ipg) needed to be "replaced in the next 6 months" and they thought the device should last longer. Follow up concluded no information. The device remains in use. No patient complications have been reported as a result of this event.